Event description:
It was reported that the catheter fragmented. The portal and the attached portion of catheter were removed. The fragmented portion of catheter was left in the intrathecal space. A new system was installed. The pt is receiving palliative care at hospice due to advanced cancer.